Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited a high out of range pacing impedance measurement of greater than 2000 ohms. Oversensing of noise and high thresholds were also seen on the lv channel. The patient's heart failure symptoms were worsened due to these issues. The field suspected the lv may be fractured but this was not determined through x-ray. The lv lead was reprogrammed and the patient will continue to be monitored. The system remains in service and no additional adverse patient effects were reported.